Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episodes and short v-v intervals. It was further reported that the set screw was found to be loose. A procedure was performed to secure the setscrew. Both the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.